Event description:
It was reported, that the patient received several inappropriate anti-tachycardia pacing (atp) and shocks. For supraventricular tachycardia (svt). Programming changes were made. There were no adverse health consequences. The patient was stable.